Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had previous radiotherapy session. During a implantable pulse generator (ipg) follow up visit, the device the quick look report/section, a question mark appeared where the percentage stimulation data should have been. The percentage stimulation data was instead obtained in the rate histograms. The ipg remains in use. No patient complications have been reported as a result of this event.